Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a posterior capsular tear during the lens chop portion of a laser assisted cataract surgery. Additional information requested.

Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).